Event description:
It was reported that pump required multiple attempts before insulin was detected, taking about three to four tries. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.